Event description:
It was reported that, after a tka surgery, the post of the journey 1 bcs 7-8 insert broke. A revision surgery was performed on the (B)(6) 2022 to treat this adverse event and the insert was explanted. The current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the pictures were reviewed, and the broken device was confirmed. The clinical/medical investigation concluded that, the four-photo provided were reviewed and an insert with a broken post is visible in the photo which support the complaint. However, without the requested clinical information or the device, a thorough medical investigation could not be rendered, nor could the clinical root cause of the reported failure be determined. According to the report, this patient was revised as treatment of this event and the broken insert was explanted. Since the health status of this patient is unknown, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. The contribution of the device to the reported event could be corroborated since the device broke, and therefore, could not function as intended anymore. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.